Event description:
During baxter's functionality testing of a spectrum pump, the device did not auto restart after a downstream occlusion. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to the device not able to auto restart. Eval was unable to reproduce the symptom, but it was confirmed through the event history log. The current reading of the downstream sensor was found elevated and out of spec. Elevated signal levels can cause false downstream occlusion alarms and the device to not auto-restart as designed. The device was calibrated and tested to ensure accurate occlusion detection.